Event description:
A malfunction with code "malf 12" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if the issue reoccurred.